Event description:
It was reported that this pacemaker device had an alert for atrial arrythmia burden on the electrogram (egm). Technical services reviewed available electrograms and it was determined that atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. There were no out of range measurements noted. Ts provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.